Manufacturer narrative:
A patient experienced infective therapy due to the system autoreducing was reported to abbott. Attempts to reprogram were unsuccessful. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported that patient experienced infective therapy due to the system autoreducing. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue. The investigation was unable to identify the lead that was attributed to the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 8845738.